Manufacturer narrative:
Internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff procedure, the healicoil knotless regenesorb 5.5mm implant failed during the pulling of the threads, fracturing and dividing the proximal part from the distal part, the fragments were removed from the patient with a grasper. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device on the originally drilled bone hole , the patient's health condition is stable and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found in the first picture the anchor fractured in two pieces. The second picture shows an arthroscopic image with the suture on it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. A clinical evaluation states that intraoperative photos and a photo of the device were provided for review; however, they do not aid in determining the clinical root cause of the reported breakage. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.